Event description:
In 2005, a pt implanted with a vascular access graft presented with an infection over the graft sight. The physician indicated that the pt is prone to infections. A portion of the graft was removed and the section in question bypassed. Part of the original graft remaine implanted. The pt reported to be doing fine.